Event description:
It was reported that approximately three months after the implant of this right atrial (ra) lead, the lead exhibited noise, high capture thresholds, and impedance issues due to a suspected dislodgement. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Visual inspection of the lead identified deformation of the conductor coils in the areas approximately 235 millimeters (mm) and 495 mm from the terminal pin. An x-ray of the lead confirmed the conductor coil had a break in the area 235 mm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. The suspicion the lead had dislodged could not be confirmed via laboratory analysis. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use for this lead as a known inherent risk of the use of this product.

Event description:
It was reported that approximately three months after the implant of this right atrial (ra) lead, the lead exhibited noise, high capture thresholds, and impedance issues due to a suspected dislodgement. The physician decided to explant and replace this lead. The lead was returned. No additional adverse patient effects were reported.